Event description:
Two weeks after implantation it was reported that the device was found in eri status. During the following interrogation , the device indicated a remaining battery capacity of 9 y. 0 months. It was decided to explant the device and to return it to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was analyzed. An initial interrogation was properly feasible. The battery status was "ok" with a remaining service time of more than nine years. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. In particular an interrogation of the device was properly feasible. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.